Event description:
It was reported that there was a lead migration and the patient was going to schedule for a lead revision for explant and replacement. Impedances testing, x-rays, and reprogramming were done as diagnostics and troubleshooting but this did not resolve the issue. The x-rays were taken and the leads had migrated. The patient stopped receiving therapeutic stimulation and was receiving stimulation in undesirable locations such as her ribs and abdominal area. Impedances were good. The patient was able to receive stimulation on only her right side, not her left. The patient had pain and less than 50% therapy relief at lead location. Additional information was received on (B)(6) 2015 indicating that the patient was seen at their primary care office and it was noted that nothing had been scheduled at that time but that the patient was not receiving effective therapy. Further follow-up is being conducted to obtain more information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).